Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the guidewire tip was torn, and the fracture shape suggests a brittle fracture. There were marks on the guidewire tip where the guidewire had been pressed. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1) an attempt was made to insert the actual product into the endoscope while using a guide wire. 2) the tip and guide wire were inserted into the endoscope at a large angle 3) a load was applied to the guidewire tip that exceeded its resistance strength, causing the guidewire tip to tear. 4) the guidewire tip was torn and the guidewire came off the guidewire tip. 5) the guidewire came off, making it impossible to insert it into the endoscope along the guidewire. The event can be prevented by following the instructions for use (IFU) which state: ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. - when using a guide wire, insert this product into the forceps plug of the endoscope while holding the tip and aligning the tip with the guide wire as shown in figure 4.20. Do not insert the tip and guide wire at a large angle as shown in figure 4.21. The guidewire tip may be damaged and may not be able to be inserted along the guidewire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the single use mechanical lithotriptor v monorail part broke when it was passed through the guide wire and got caught. It was noted that the issue occurred when the user continued to use the device after it was caught and became clogged. The issue was found during a diagnostic endoscopic retrograde cholangiopancreatography and it was completed with a similar device. There was no patient harm or user injury reported.